Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an occlusion error message "several" times during the day on (B)(6) 2018. The patient was hospitalized for hyperglycemia. The blood glucose level was "above 400 mg/dl." The type of treatment given to the patient was unknown. It is unknown how long the patient was in the hospital. No further information was provided. Return of the suspect device was requested for evaluation.